Manufacturer narrative:
One 6f angio-seal evolution hemostasis sheath and carrier tube assembly were visually inspected and functionally evaluated. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The gearbox assembly was located between the "park" and "out of park" positions consistent with post-use reinsertion of the carrier tube. The anchor and collagen locations were consistent with non-deployment. The sheath tubing had been kinked at the blood inlet holes. No other visual anomalies were noted. The device was disassembled. The rack was located approx 0.5" from its proximal movement stop and more than four full turns of suture remained on the spool. No visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. The device was functionally tested for gear rotation, rack advancement, clutch slippage, and suture release; no contributing functional anomalies were noted. The overall device condition was consistent with non-deployment; the aforementioned sheath damage may have affected compaction tube advancement. However, it is unk if the noted damage occurred during use or during packaging/shipping back to sjm. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if bleeding or hematoma occur after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure.

Event description:
A 6f angio-seal evolution was deployed and pulled back into full rear locked position. When the physician drew back the device, he encountered resistance such that he could not continue pulling to reveal the green compaction marker. It is unk how the device was removed from the pt. The pt had a large hematoma that resulted in a retroperitoneal bleed. The bleed was managed by the physician and staff. The pt is doing well and has been discharged.